Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2021. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon products (ultrapro hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 4/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of the japanese society for abdominal emergency medicine 40 (3): 487-490, 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon products (ultrapro hernia system) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported in a journal article with title: a case of appendicitis caused by incarceration of the ileocecum within an inguinal hernia. This case involves an (B)(6) year old male patient with isolated acth deficiency, anemia and right inguinal hernia and was referred to the hospital due to a diagnosis of intestinal occlusion. The patient was suspected to have digestive tract perforation due to hernia incarceration. Thus, an emergent surgery was performed. The patient also had concurrent acute appendicitis, so an appendectomy was performed. The inguinal hernia was surgically repaired with the tension free technique using ultrapro hernia system (ethicon). Although the patient¿s clinical course was satisfactory with no observation of post-operative surgical site infection, the patient fell on post-operative day 18 and had a trochanteric fracture. The patient received surgical treatment from the department of orthopedic surgery and was transferred to the other hospital on post-operative day 50.